Event description:
It was reported the catheter migrated and the patient needed emergency surgery. It was unknown what medication was in the pump at the time of this event.

Manufacturer narrative:
(B)(4). The previously reported conclusion code no longer applies.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
It was reported that 3 to 4 months after implant, also reported as (B)(6) 2006, the patient was on the table to get a deep injection and the healthcare provider (hcp) looked through the "imaging thing¿ and found that the catheter had migrated. The reporter thought the only reason it migrated was because it was not put in properly to begin with; that they thought it was supposed to be sewn into the intrathecal space, and it was not a simple procedure to fix, it was major back surgery and it was a horrible experience. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.